Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they found leaks of insulin in the insulin pump. The customer also reported that the insulin pump stopped working. The customer's blood glucose was unknown at the time of incident. The reservoir will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the customer had experienced a high blood glucose of 23.3 mmol/l while she was at school, prior to going to the emergency room. While at school, the customer went to the school nurse, and the nurse called the father. The father took the customer to the hospital, and there, the nurse noted that the pump was not working, and smelled like insulin. The nurse called the helpline, and requested a replacement pump. Later, the pump was downloaded by the nurse, and based on the findings, the nurse stated that the customer may have stopped using the pump. The nurse wasn't sure if insulin had really been leaking. It was stated that the customer has "big social problems".